Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reports that the dental implant failed because it fractured at the neck. Tooth location 32. The doctor reports that the procedure was not concluded by placing another implant.